Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after replacing the patient's implant- able cardioverter defibrillator (ICD) and suturing the pocket, sensing and threshold measurements -did not make sense-. Upon opening the pocket, the leads were found to be reversed in the ICD's connector ports.